Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had a parcel hysterectomy and it got worse') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced systemic lupus erythematosus ("lupus"), fibromyalgia ("fibro"), neuropathy peripheral ("neuropathy in leg") and restless legs syndrome ("restless leg"). The patient was treated with surgery (partial hysterectomy). Essure (ess205) was removed. At the time of the report, the medical device removal, systemic lupus erythematosus, fibromyalgia and neuropathy peripheral outcome was unknown and the restless legs syndrome had resolved. The reporter considered fibromyalgia, medical device removal, neuropathy peripheral, restless legs syndrome and systemic lupus erythematosus to be related to essure (ess205). "Concerning the injuries reported in this case, the following one was reported via social media: systemic lupus erythematosus & medical device removal . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I had a parcel hysterectomy and it got worse") and systemic lupus erythematosus ("lupus") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and systemic lupus erythematosus (seriousness criterion medically significant). The patient was treated with surgery (partial hysterectomy). At the time of the report, the medical device removal and systemic lupus erythematosus outcome was unknown. The reporter considered medical device removal and systemic lupus erythematosus to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media: systemic lupus erythematosus & medical device removal. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had a parcel hysterectomy and it got worse') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced systemic lupus erythematosus ("lupus"), fibromyalgia ("fibro"), neuropathy peripheral ("neuropathy in leg") and restless legs syndrome ("restless leg"). The patient was treated with surgery (partial hysterectomy). Essure (ess205) was removed. At the time of the report, the medical device removal, systemic lupus erythematosus, fibromyalgia and neuropathy peripheral outcome was unknown and the restless legs syndrome had resolved. The reporter considered fibromyalgia, medical device removal, neuropathy peripheral, restless legs syndrome and systemic lupus erythematosus to be related to essure (ess205). "Concerning the injuries reported in this case, the following one was reported via social media: systemic lupus erythematosus & medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event restless leg was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I had a parcel hysterectomy and it got worse") and systemic lupus erythematosus ("lupus") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and systemic lupus erythematosus (seriousness criterion medically significant). The patient was treated with surgery (partial hysterectomy). At the time of the report, the medical device removal and systemic lupus erythematosus outcome was unknown. The reporter considered medical device removal and systemic lupus erythematosus to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media: systemic lupus erythematosus & medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had a parcel hysterectomy and it got worse') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced systemic lupus erythematosus ("lupus"), fibromyalgia ("fibro") and neuropathy peripheral ("neuropathy in leg"). The patient was treated with surgery (partial hysterectomy). Essure (ess205) was removed. At the time of the report, the medical device removal, systemic lupus erythematosus, fibromyalgia and neuropathy peripheral outcome was unknown. The reporter considered fibromyalgia, medical device removal, neuropathy peripheral and systemic lupus erythematosus to be related to essure (ess205). "Concerning the injuries reported in this case, the following one was reported via social media: systemic lupus erythematosus & medical device removal." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: essure insertion date, removal date, product code, reporter added. Events: fibro, neuropathy in leg were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had a parcel hysterectomy and it got worse') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced systemic lupus erythematosus ("lupus"), fibromyalgia ("fibro"), neuropathy peripheral ("neuropathy in leg") and restless legs syndrome ("restless leg"). The patient was treated with surgery (partial hysterectomy). Essure (ess205) was removed. At the time of the report, the medical device removal, systemic lupus erythematosus, fibromyalgia and neuropathy peripheral outcome was unknown and the restless legs syndrome had resolved. The reporter considered fibromyalgia, medical device removal, neuropathy peripheral, restless legs syndrome and systemic lupus erythematosus to be related to essure (ess205). "Concerning the injuries reported in this case, the following one was reported via social media: systemic lupus erythematosus & medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event restless leg was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.